Event description:
User facility medwatch states: pt was admitted for revision of left hip, secondary to pain and instability, from possible loose, worn components. Further info provided indicates pt was revised to address hip pain and dislocation attributed to poly wear.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records was also not possible as the prod and lot codes were unavailable. Although unavailable for eval, it would not be unreasonable to expect some degree of poly material wear after approx 11 yrs of implantation. The investigation could not verify or identify any evidence of prod error with regard to the reported event with the info available. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the prod and/or add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.